Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the deploy process, the pipeline was deployed multiple times in the body, and the middle section could not be opened. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery aneurysm with a max diameter of 4.2 mm and a 3.1 mm neck diameter. The landing zone was 3.89 mm distal and 4.83 mm proximal. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was conventional dual antiplatelet treatment 7 days. The angiographic result post procedure was slowing blood flow ancillary devices include a phenom 27.

Event description:
Additional information was received stating that there was no issue with the phenom. The cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis (B)(4), item:10,lotno:b756153: ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the middle of the braid was found fully open with no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. The customer reported that the patient¿s vessel tortuosity was normal, and the braid was not positioned in a bend, which rules these out as potential causes. The cause of the failure to open could not be determined. Ls 2025-07-30 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.